Manufacturer narrative:
The insulin pump was received with case cracked behind pump near battery compartment and case cracked behind pump at corner of belt clips rails a blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has a long crack the length of battery tube. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.